Event description:
The distributor reported that during incoming inspection, hair like matter was noted in the packaging.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (B)(4), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: an evaluation of the complaint samples confirmed the presence of debris inside the finished device. An inspection of the debris could not definitively identify the source of the debris. A review of applicable manufacturing procedures identified the assembly of the finished device is a manual process. The most likely source for the debris was identified as debris contamination during the assembly of the finished device. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the definitive root cause for this failure mode was identified as contamination during the assembly of the finished device. The manufacturing plant has also initiated a CAPA investigation (B)(4) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.